Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced symptoms related to a perforation and leaking distal esophagus leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2016 by dr. (B)(6). Physician revised the fundus of the patient's sleeve gastrectomy. The posterior vagus could not be identified during the procedure. The physician excluded the anterior vagus. Patient experienced dysphagia immediately after implant and was treated with steroids. One day after implant procedure, patient presented with a fever and CT scan showed a collection of fluid on the right side of the esophagus just superior to the device. Follow-up barium esophagram revealed a small leak consistent with the position of the fluid area. Device explant (B)(6) 2016 by dr. (B)(6). The physician reported that the device appeared to be laying in "a relaxed fashion" and it was easily removed. An abscess cavity was encountered and drained on the right side of the esophagus within the distal mediastinum. An air insufflation test was then performed which demonstrated an air leak which corresponded to the egd. Physician opted to drain the abscess and placed tissue along the esophagus; an endoscopic stent was then placed across the site of the leak. The patient stayed in the hospital for a week after device explant for monitoring. Dr. (B)(6) reported that "it was very clearly not the device that created the leak." Device found in the same position/geometry at the time of explant relative to implant. The patient is discharged and reported as doing well and there are plans to remove the endoscopic stent at the end of (B)(6).

Manufacturer narrative:
Manufacturer narrative: patient is doing well but is now planning to have the stent removed in (B)(6) instead of the end of the (B)(6). Corrected data: patient date of birth corrected from (B)(6) to (B)(6).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced symptoms related to a perforation and leaking distal esophagus leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2016 by dr. (B)(6). Physician revised the fundus of the patient's sleeve gastrectomy. The posterior vagus could not be identified during the procedure. The physician excluded the anterior vagus. Patient experienced dysphagia immediately after implant and was treated with steroids. One day after implant procedure, patient presented with a fever and CT scan showed a collection of fluid on the right side of the esophagus just superior to the device. Follow-up barium esophagram revealed a small leak consistent with the position of the fluid area. Device explant (B)(6) 2016 by dr. (B)(6). The physician reported that the device appeared to be laying in "a relaxed fashion" and it was easily removed. An abscess cavity was encountered and drained on the right side of the esophagus within the distal mediastinum. An air insufflation test was then performed which demonstrated an air leak which corresponded to the egd. Physician opted to drain the abscess and placed tissue along the esophagus; an endoscopic stent was then placed across the site of the leak. The patient stayed in the hospital for a week after device explant for monitoring. Dr. (B)(6) reported that "it was very clearly not the device that created the leak." Device found in the same position/geometry at the time of explant relative to implant. The patient is discharged and reported as doing well and there are plans to remove the endoscopic stent in (B)(6).